Event description:
During the leadless pacemaker (lp) system implant procedure, the lp spontaneously released from the delivery catheter. The lp was dislodged and had to be retrieved. The patient was stable.

Event description:
Additional information was received that the lp was dislodged within the right atrium. No new atrial device was implanted.

Manufacturer narrative:
Visual inspection noted the inner helix was stretched out of specification. The inner helix elongation is consistent with having occurred during the implant procedure caused by the end-user. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and no anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any issue. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.